Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) provided inappropriate therapy for atrial fibrillati on (af) with rapid ventricular response during a ventricular fibrillation (vf) arrhythmia. The device is still in use. No further patient complications have been reported as a result of this event.